Event description:
It was reported that the patient presented at the hospital for an implant procedure. During procedure, the new pacing lead was unable to pace. The lead was removed and replaced. The patient was in a stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.